Manufacturer narrative:
Three 23 gauge valved trocar cannula and hub assemblies with trocar handles were received for eval. During the visual inspection, it was observed that two of the three trocar cannula and hub assembly samples had a damaged silicone septum. The device history record (DHR) for the indicated lot was reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. An exact root cause could not be determined as to why the silicone septums were damaged. It appears that the septum could have been damaged by an instrument during surgery. (B)(4).

Event description:
A customer reported that one of the three valved cannulas leaked fluid during a surgery. The surgeon had to use a plug to proceed with the surgery. No harm to the pt was reported.